Event description:
It was reported that a spectrum pump cord ground prong stuck out of an outlet in a pt room. A hospital employee was shocked when the employee brushed by the outlet and made contact with the ground prong. The employee experienced tingling. No medical intervention was necessary.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.